Event description:
A review of service data was detected a reportable event. Upon servicing of charger/modem (B)(4), which was returned for normal maintenance, it was discovered that the unit will not power up. The last pt to use this charger/modem did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. The reported problem (will not power on) has been confirmed. The cause for the unit being unable to power on is due to a corrupted flash programming. The root cause for the corrupted flash cannot be positively identified. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any problems.